Manufacturer narrative:
Continued: section e phone: (B)(6). Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. The user has alleged the first catheter was occluded and the second was found to be kinked during catheter insertion. Catheter occlusion can occur if there is a kink in the catheter preventing passage of powder and potentially resulting in an observable build up. However, as the product said to be involved was not returned for evaluation, a definitive cause for the reported observation could not be determined. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic hemostasis procedure in the digestive tract for a bleeding duodenal ulcer, the physician used a cook hemospray endoscopic hemostat. It was reported that an endoscope was inserted into the duodenum, and hemospray was applied to control bleeding. The first catheter became clogged, and the second catheter was found to be kinked during insertion into the endoscope, rendering it unusable. A new hemo-7 from the hospital stock was used to complete the procedure without issues. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.